Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of unknown drugs (chemo and radiation treatments) in a pain pump. The pump was only implanted for 2 months. The pump was removed because the patient's body was not responding and the wound would not heal (dehiscence). The patient's liver was not processing blood "like it was supposed to." The patient had enough pain medication and never complained of pain. The patient subsequently passed away 5 weeks after explant due to disease progression (pneumonia secondary to cancer). The patient death was considered not related to the device or therapy. The patient death was due to complications from cancer (radiation and chemotherapy devastated the lungs). The patient contracted pneumonia on (B)(6) 2014. The patient passed away in hospice care. History: breast cancer 2002, peritoneal sarcoma 2004, hemangiopericytoma 2011.

Manufacturer narrative:
Conclusion code was updated.